Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the motion of the prograsp forceps instrument became bad. It was found that the wire of the instrument was off from the pulley. The surgeon completed the surgery by using a back up instrument. The operation was completed without problem. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was inspected under digital microscope and no damage cables were seen. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. Scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.